Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2014. The device was explanted and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation of this event is on-going as a request was made to the local representative for additional information.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A review of the data in the remote monitoring system showed the battery appears to be depleting more quickly than expected. Device replacement was recommended. The device remains implanted. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in mid-(B)(6) 2014. The device was explanted and replaced.

Event description:
Boston scientific received information from a patient verification form in (B)(6) 2014 that this patient died three days following the explant of this device. According to the family, the patient had died of "heart-lung failure". The patient's medical history was significant for pulmonary hypertension. The patient remained hospitalized overnight following the replacement procedure because of the patient's pre-existing condition. According to the physician, the replacement procedure was uneventful. A few days following the procedure, the patient vomited and aspirated, leading to pneumonia which ultimately lead to the death of this patient. The physician does consider the patient's death as procedure related. The boston scientific local representative was not made aware of the patient's death until(B)(4) 2014. No save-to-disk was obtained post-mortem. The device was received at boston scientific's return products department.